Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. In the last month, the patient noticed a change in her therapy. It had not been the same since having knee surgery a year ago and had not really worked to help symptoms the last 6 months. The patient did not have a current managing doctor. Patient services asked the patient to try synching while on the phone. The patient was on program 3 at 3.3v. The patient did not see a lightening bolt. Patient services reviewed how to turn implantable neurostimulator (ins) on. The patient could now feel the stimulation and see the lightening bolt. Ins was on. The patient decreased stim to 3.0v. Patient services reviewed the patient's ins must have accidently been turned off with the programmer. The patient was not sure how long it had been off. The patient called the next day and noted she called yesterday and patient services helped her. The patient stated she needed to change the program again and when she did it she got a strange signal, on program 3 at 3.3 when pushing th e plus button. The patient described upper limit icon. Patient services reviewed her hcp (healthcare provider) programmed it to go up to 3.3 on program 3, that was as high as he wanted her to use stimulation. Patient services reviewed we could help her make changes or adjustments over the phone. The patient said she was still losing, she wanted to try another program. Patient services helped the patient to synch and check the other programs available to her. The patient was currently on program 4 and lower right it was 5.9. Patient services had the patient navigate to other programs and the patient reported: 1 1.4 2 2.6 3 3.3 4 5.9 the patient stated she tried everything. Patient services asked if the other programs were effective. The patient said: "no, but I found out yesterday why. Because I didn't have the lightning bolt, it disappeared. When the patient first started using it she was on program 2 and it worked ok on that 2, it worked a little bit. Patient services worked with the patient to turn stim off and lower stim on 2 prior to activating and the patient lowered the amplitude down to 1.9. When patient services asked the patient to turn stim back on, the patient reported getting poor communication screen. Patient services had the patient relocate antenna and still got poor communication. Patient services asked the patient if she had any new aaa batteries. The patient had some and replaced the batteries. The patient was able to synch and activate stim on program 2. The patient felt it and wanted to leave it at 1.9 patient services had the patient stand up and sit down and walk and the patient said she wanted to try this and see if it helped her. The patient started with one doctor but she moved out of state and then worked with another doctor but the patient was moving to the desert and wanted to find a hcp in that area. The patient noted she loved this , when it's working, it was wonderful, can't imagine a woman who has incontinence wearing depends. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v718483, implanted: (B)(6) 2011, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).